Event description:
Contact reported that approx. A year after the original surgery, a revision procedure was performed to remove the concorde bullet cage and replace the hardware because the patient had post-op pain. The cage was reported to have broken. The surgeon remarked that the cage placement was questionable in the original surgery and contributed greatly to the implants retropulsive migration.

Manufacturer narrative:
Device was not returned and no conclusions can be made at this time. The surgeon performing the revision reported that the initial placement of the cage was not optimal. The rep confirmed that the surgeon did not consider the migration to have been device related. Device not returned.